Event description:
The patient had a bd arterial cannula placed. On removal of arterial line in recovery, the device was found to have severed, leaving the majority of the plastic cannula behind in the patient's artery. The patient had to go into surgery to have remaining cannula removed by a vascular surgeon.

Manufacturer narrative:
Inconclusive/investigation in progress. The sample has not yet been received. Upon receipt of sample, as investigation will be done and a supplemental report will be filed. (B)(4).